Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
Report received of overdelivery. In the pharmacy, the pump was programmed in the continuous mode to deliver an unknown concentration of 5fu, at a rate of 2ml/hr, for a duration of 7 days, with a vtbi (volume to be infused) of 226ml. The container size was 360ml. The delivery was initiated by the home infusion rn at an unknown time in 2004. The rn reported that the infusion was complete before she was scheduled to arrive at the patient's home the next month. The customer has chosen to keep the device in clinical use in the patient's home. There were no reported adverse patient effects. No medical intervention was required. Though requested, no further information was provided.